Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prograsp forceps had a loose screw at distal end of joint. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps was analyzed and replicated/confirmed the customer reported complaint. The instrument was found to have the grip pin dislodged at the distal end.

Event description:
Refer to h10/h11 for follow-up information.